Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, g2, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and silicone migration.

Event description:
Healthcare professional reported "extracapsular rupture, lymph nodes and cyst". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed an opening assessed as unidentified (tear) opening. ¿ lymphadenopathy : unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "extracapsular rupture, lymph nodes and cyst". This record is for the left side. The device has been explanted and replaced.